Event description:
It was reported that the patient presented in the operation room for a system implant. During the procedure it was noted that after the lead was implanted the pacemaker did not work. It was suspected that the pacemaker and the lead exhibited unknown malfunctions. Upon disconnecting the lead from the pacemaker the torque wrench broke into the pacemaker. The system was not used and was replaced. The patient was stable and discharged.

Manufacturer narrative:
The complaint of a set screw mechanical issue was confirmed. Final analysis found the ventricular set screw was stripped, prevent it from being engaged and untightened. There were no device anomalies found to cause the problem in the field. The problems were related to the user¿s use of the wrench in the field.